Event description:
The customer called for help with his breeze 2 meter, while troubleshooting, he performed a control test and received a result of 311 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.